Event description:
It was reported by the customer that during routine inspection the cardiosave intra-aortic balloon pump (iabp) failed a pneumatic module leak test. The leak difference pressure was -22 mmhg, outside of the acceptable range of +/-10 mmhg. There was no patient involvement and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The pneumatic interface module was replaced to resolve the issue. The unit test parameters meet factory specifications and unit was returned to use. The faulty part will be returned for evaluation.

Manufacturer narrative:
E1 - event site name: (B)(6). E1 - event site address: (B)(6). E1 - event site postal code: (B)(6).upon completion of the investigation into this event a follow up report will be submitted.